Event description:
It was reported that during an angioplasty procedure, catheter breakage occurred. The calcified lesion being treated was a short critical lesion in the tortuous left anterior descending (lad) artery. Following predilation, the resulting stenosis was 50-60%. The patient had diffuse disease, and the vessel diameter was 2.25mm. The distal lesion was being treated, and during advancement of the 2.50x12mm taxus libertã© drug-eluting stent, significant resistance was encountered. The hypotube portion fractured and was retrieved with a snare. The replacement stent could not be placed overlapping the previously placed stent resulting in a gap between the stents. No patient complications were reported, and patient status was reported

Manufacturer narrative:
Product analysis could not verify a hypotube fracture. Product analysis did reveal a polymer shaft separation and stent damage. The distal polymer section of the delivery device with the stent on the balloon was received and polymer shaft separation and stent damage was observed. The stent had also moved on the balloon. Visual examination of the stent revealed it had moved distally on the balloon approximately 5 millimeters. Visual and microscopic examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. Visual and microscopic examination of the material surrounding the polymer shaft separation did not reveal any inherent deficiencies that would have contributed to the separation. The shaft failure appears to be the result of tensile forces exceeding the shaft tensile specification. The circumstances that led up to the shaft separation could not be determined. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the difficulties experience during the procedure could not be determined.